Event description:
It was reported that the patient was bilaterally implanted in (B)(6) 2010 with sonata devices. The surgeon's medical report dated (B)(6), 2010, stated that child had an infection around his left cochlear implant for about one month. He was then scheduled for an explant on (B)(6), 2010. The physician did not contact med-el about this explant beforehand, so an explant kit had not been shipped or surgical support arranged to be present. The device has been discarded as biohazard waste and will not be returned to med-el.

Manufacturer narrative:
The device has been explanted, but will not be returned to the manufacturer for evaluation as it has been discarded as biohazard waste. However, when available, a device analysis will be submitted as a follow up report.